Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile fault).

Event description:
A us distributor reported that a patient's monitor displayed a service code 102 (charge profile fault). Update as of 01/19/2022: see section h10 for correction and update of monitor evaluation.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor. Update as of 01/19/2022: correcting evaluation of monitor that was stated above. The service code 102 (charge profile fault) was confirmed in the downloaded flag data, but was unable to be duplicated. The monitor did not fail incoming functionality testing. The monitor was found to be fully functional. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The service code 102 (charge profile fault) was unable to be duplicated. The root cause of the service code 102 could not be postiively identified or replicated.